Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that during infusion, the pump exhibited an alarm for no disposable, clamp tubing. The alarm was silenced and settings were reviewed, but the patient did not want to remove the cassette to troubleshoot the alarm. The pump was powered off. The rate was (B)(4), reservoir volume 12ml, and 86.75ml given. Per the reporter, there were no patient adverse effects. The device was not to be returned to the manufacturer.